Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with multiple boluses and all registered properly in the daily total history also, matched properly with the units left on the status screen noted. However, the insulin pump was received with cracked case at the display window corners, reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a the customer was assisted with trouble shooting but the insulin pump did not alarm no delivery during the high pressure test. The customer sent the insulin pump back for analysis. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.